Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during the index procedure. An angiographic complication of dissection occurred during the index procedure during implantation of the lad stents.

Manufacturer narrative:
(B)(4).